Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an increased recharge burden with the ipg. The physician planned to undertake surgical intervention to replace the ipg. It was reported the patient had to recharge the ipg daily.